Manufacturer narrative:
The observed internal cannula tear is related to action # (B)(4). No problems were found that can be confirmed as the root cause of the reported communication error. The cause of the reported communication error could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in an internal leak and corrosion. Corrosion of the commutator cap resulted in the generation of an 0x40 alarm, indicating rotational sensor maximum open count exceeded. The internal tear is confirmed as the cause of the observed 0x40 alarm. It could not be conclusively determined if the tear and subsequent 0x40 alarm are in any way linked to the reported communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone15.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication error during operation. No treatment was reported.